Event description:
Nurse drew up a vial of midazolam, and when accessing with a blunt tip needle a piece of the top went into the solution. Coring event occurred. Blunt tip needle lot number: 240630, made by sol-millennium medical, inc. Midazolam lot number: 024055, made by himka.